Event description:
Amazon is shipping efferdent denture cleaning tablets in loose bags without the original manufacturer packaging that contains lot numbers and expiration dates. It appears to be a possible consumer return. The product itself was advertised as being shipped and sold by amazon, not a 3rd party seller. It is clear that it has been previously handled and there is no way to ascertain if it has been tampered with.